Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x20mm promus element stent delivery system was selected to treat the lesion but unable to cross. The stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified hypotube kinks at various locations along the catheter. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. A visual examination also identified distal stent damage whereby the distal struts were raised. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x20mm promus element stent delivery system was selected to treat the lesion but unable to cross. The stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.